Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. The customer has requested an onsite evaluation. The result of the evaluation is not currently available. A root cause has not been determined. Patient was involved; currently, injury or harm is has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the customer is unable to set volume on the vela ventilator unit. The ventilator was on a patient when the reported issue occurred. Patient injury or harm is unknown at this time.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Used personal test equipment and volumes were at 500ml. Issue with customer flow sensor and body valve. Flow sensor was reading 100ml less than test flow sensor. Body valve was cracked and patient circuit was loose on it when connect/ test other flow sensors that customer had, found a few that were under slightly under 450ml. Suggested customer to get some replacements. Customer also report low fraction of inspired o2xygen. Ran blending accuracy test and fraction of inspired o2xygen at 30%, 60%, 90%, and 100% were within specifications. Ran owner verification process, unit passed all test and runs according to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.